Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) received one device. The visual inspection of the returned product noted: witness marks from the needle tip impacting the beveled wall were observed. No shearing of the toggle switches was observed for the devices under microscopic inspection. Pmv performed functional testing on device. Device was loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Device was found to not function properly as needle disengaged while being toggled in media and being toggle outside of media. No difficulty was experienced in loading and unloading the needle in the tested device. Difficulty was experienced in toggling the needle in the device. Device will be forwarded to engineering for further analysis as device had jaws that became misaligned and needle would disengage from device while toggling through testing media. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)..

Event description:
According to the reporter, during a gastric bypass surgery, the needle released inside the colon and had to be retrieved by adding enterotomy. The incision was not extended by more than one inch. The needle fell into the patient cavity and was retrieved without patient harm. To correct the condition, a hand sewed anastomosis was done. No device fragment was left in the patient cavity. The current patient status is normal.